Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. Used to capture endoleak. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an thoracic aortic disease using two gore® tag® conformable thoracic stent graft with active control system devices with a left common carotid artery - left subclavian artery bypass and left subclavian artery embolization. During the treatment, an attempt was made to implant tgmr404015j device proximally just below the left common carotid artery. However, when touch up, the proximal end of the tgmr404015j moved distally about 5 mm and no endoleak was observed at the tevar procedure. The patient tolerated the procedure. On (B)(6) 2022, at a follow up, a computed tomography revealed a endoleak, possibly a proximal type I endoleak. On (B)(6) 2022, an angiography revealed a proximal type I endoleak. On (B)(6) 2022, a total arch replacement with an elephant trunk was performed. On (B)(6) 2022, a reintervention was performed to implant additional stent graft from the elephant trunk to distally. The type I endoleak was resolved. The patient tolerated the procedure.